Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. The IFU indicates cardiac perforation is an inherent risk of catheter advancement.

Event description:
During an inappropriate sinus tachycardia (ist) ablation procedure using a safire blu duo ablation catheter, a cardiac tamponade occurred. The ensite array catheter was positioned in the high right atrium to assist the ensite velocity system in mapping the arrhythmia. The safire blu duo ablation catheter was positioned in the high right atrium and the physician ablated the anterior portion of the superior vena cava (svc)/right atrium (ra) junction. Cryo-ablation lesions were also placed on the anterior svc/ra junction with a non-sjm cryo-ablation catheter, followed by further rf ablation lesions. After re-mapping the arrhythmia the non-sjm cryo-ablation catheter was used to place lesions on the posterior svc/ra junction due to the close proximity to the phrenic nerve. During the ablation of the posterior svc/ra, the patient's blood pressure decreased. Fluoroscopy of the cardiac silhouette revealed no movement. A non-sjm ice catheter was inserted to confirm a cardiac tamponade. The physicians performed a pericardiocentesis which stabilized the patient. The patient was transferred to the ICU for observation and discharged on (B)(6) 2013. The physician does not allege any performance issues with any sjm device.